Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was depleted main batteries. The main batteries and battery harness have been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review has been performed and the device has been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) mdq-CAPA (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. The event was reported to have occurred during programming/setup. According to the hospital representative the patient was not involved. No patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.